Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report # 3005099803-2013-02802 and MFR report # 3005099803-2013-02739 for a description of the other devices.it was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted (B)(6), 2010. According to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.